Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number : 3006705815-2022-00073. It was reported that patient¿s ipg was not able to enter MRI mode. Diagnostic shows few contact had low impedances. Surgical intervention may take place to address the issue

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received that while patient was on the table for lead revision x-rays showed that both leads were coiled into ipg pocket. Surgical intervention was undertaken where in the leads were explanted and replaced restoring effective therapy.